Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call blank display on the insulin pump. Customer's blood glucose level was 120 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised a replacement battery cap would be sent out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. No blank display noted. No moisture damage found inside the pump. We were unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.